Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. This resulted in a post-use needle stick and the hcw sought medical attention. The following information was provided by the initial reporter: "it was reported that the safety broke off causing a needle stick. The customer stated that the safety broke off the needle twice and one of those caused a needle stick. The hcw did seek medical attention and is receiving care from workers comp."